Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device unique device identification (UDI) unavailable. Device manufacturing date is unavailable. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that when the ups is connected to ac, the fan operates, but a known good on/off switch will not power the ups up. None of the breakers have been tripped. Also, the battery disconnect connector is damaged. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A medtronic representative went to the site to test the equipment. The representative reported they bad uninterruptible power supply (ups) was sent back to the site. They requested a new ups and replaced it. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device outside of procedure. It was reported that the device was still losing power even after the battery replacement.

Manufacturer narrative:
Unique device identification (UDI) and device manufacture date provided.